Event description:
It was reported that before a coronary drug eluting stenting treatment procedure, strut damage was noticed. During preparation the 2.75 x 24 mm taxus express2 drug eluting stent it was seen the stent strut was lifted. The procedure was successfully completed with another 2.75 x 24 mm taxus stent. No patient complications were reported. The patient status is reported as 'satisfactory/good'.